Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a thermal therapy system being used during a soft neuro tissue ablation. It was reported that the patient experienced a post-operative right homonymous superior defect. It was noted that the defect was listed as md od: -3.68 mods: -3.75 and the defect was not noticeable to the patient. As assessment by the investigator found that the reported event was related to the thermal therapy system and procedure. An additional assessment by the sponsor of the study found that the event was related to the procedure and not the thermal therapy system.